Manufacturer narrative:
The contour next test strip information was not provided in the initial report. The test strips were returned for evaluation. Lot# 4efeb07, expiration date 05/31/2016. Manufacture date 05/01/2014.

Event description:
The customer received a blood glucose reading of lo on the contour next ez, re-tested on a different meter and the reading was 133mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was invalid. A new meter was sent to the customer.